Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient did not experience any harm due to the inability to cut or score the myocardium.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report that the coring knife, serial number (B)(6), was unable to cut or score the myocardium was not confirmed, as the knife was not returned for evaluation. All equipment was disposed of by the implanting center. Although the coring knife was not returned for evaluation, investigation of similarly reported incidents by abbott identified a manufacturing issue traced to the coring knife supplier. Review of manufacturing documentation confirmed that the coring knife was part of the affected batches identified during this internal investigation. A corrective action was opened with the coring knife supplier to prevent recurrence of this issue. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures,¿ provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. However, review of the batch history did confirm that the coring knife was part of the lots bracketed by a manufacturing analysis task. No further information was provided. The manufacturer is closing the file on this event. The device is included in the apical coring knife unable to cut advisory issued by abbott on 21 aug 2023.

Event description:
It was reported that the coring knife was used to core the left ventricle apex but it did not cut or score the myocardium. A stand-alone coring knife was opened onto the surgical field, but the surgeon proceeded to core the left ventricle with a scalpel.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.